Event description:
Let just make sure that you know that I never had pain before I went in for essure coils on (B)(6) 2010. With prolonged pain, and ultra sound was done and one coil had fallen into my uterus. This was october. They removed that coil. With continued pain and no one believing me, I insisted on another ultrasound. I was losing weight because I was so sick. My body was shutting down. I was running fevers, vomiting, chronic diarrhea. The doctors kept telling me I was fine. Finally, I convinced them to do the ultrasound. It showed that the coil was stuck 15 percent in the tube and 85 percent in the uterus and was bent at 90 degrees angle. I left with percocet and a hysterectomy scheduled for december. I had a full hysterectomy on (B)(6) 2010. After that the pain has persisted and I suffer from chronic pain and a many continuing illness that have been an effect of chronic inflammation. I am in pain 24/7 and with the stimulator rely on pain management to get through each and every day. These coils have taken a part of my life. Suffering from chronic pain is a full time job and effects everyone around you. These coils are horrific. They need to be taken off the market.